Event description:
A customer reported to baxter (B)(4) a pvc-free administration set in which a leak occurred. According to the report, the set separated at an unknown location and taxol leaked out. The event occurred at the end of the infusion while the healthcare professional was disconnecting the set. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.